Event description:
It was reported that during a da vinci si surgical procedure the small clip applier instrument tips were noted to broken off. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that both clip applier grips were broken at the midpoint. The break was likely due to applying force normal to the grip while trying to install a clip. There were scratches on the surface of the distal pulley. The evidence was inconclusive but the damage was likely a result of misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.